Event description:
Per computed tomography report, "there is as an ivc filter identified. The apex of the filter is at the approximate level of the left renal vein origin. No fracture of the ivc filter is seen. Tilt is identified. The distal prongs appear to extend beyond the confines of the ivc wall." Per retrieval report (attempted), "inferior venacavogram was performed demonstrating a patent inferior vena cava with an infrarenal ivc filter, with no evidence of thrombus in the filter. A slight tilt to the left is present. Extensive fibrin sheath formation is present along the inferior aspect of the filter surrounding the distal prongs. The right-sided prongs appear to be extruding out externally." "Multiple attempts were made, however, when the hook of the filter was noted to be straightening, the retrieval attempt was aborted. The snare was released, and removed. A post filter retrieval attempt ivc gram was performed demonstrating a more ventral positioning of the filter with possible release of the right sided filter legs, however, the left sided prongs remained embedded in the intimal hyperplasia. The ivc is narrowed at the level of the distal legs of the filter". "Impression: unsuccessful attempt at retrieval of retrievable inferior vena cava filter due to presence of significant fibrin sheath at the inferior portion of the filter legs. Slight straightening of the filter hook developed as a result of filter retrieval attempt. The filter is located more centrally in the ivc on post retrieval attempt ivc gram. Right sided filter legs appear to remain embedded in the fibrin sheath, with possible release of left sided legs. The patient will return in one week at which time a kub will be obtained to ensure stability of filter position". "Addendum: kub was obtained to ensure stable ivc filter position after attempted retrieval with release of right legs. Ivc filter remains at original insertion position, and there has been no evidence of cephalad migration. "Impression: status post failed attempt at ivc filter retrieval due to embedded distal filter prongs. Patient is doing well post procedurally. Patient is referred to [hospital] for repeat attempt at ivc filter retrieval".

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: stenosis. The reported allegations have been further investigated based on the information provided to date. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Catalog and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Initial reporter occupation: non-healthcare professional. Investigation: the reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vena cava (vc) perforation, embedded, complex retrieval, migration, tilt. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: vascular trauma, vena cava perforation, vena cava penetration. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Catalog number and lot number are unknown. The alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The following information is alleged: the patient received a gunther tulip inferior vena cava (ivc) filter on (B)(6) 2020. Approximately 9 months later the patient underwent a percutaneous procedure to retrieve the filter as it was no longer needed. The filter had migrated from its original position within the ivc and tilted. The filter had penetrated and become embedded in the wall of the ivc in four places. As the retrieval surgery was unsuccessful, approximately one month later, the patient underwent a second percutaneous procedure to remove the ivc filter. At the time of the second surgery, the ivc filter had tilted further. The apex of the filter was partially embedded in the ivc wall and multiple struts had penetrated beyond the wall of the ivc. The removal procedure required specialized equipment, took more than twice the amount of time usually required for an ivc filter removal, and required a very high level of expertise and skill due to an extensive amount of scar tissue encasing the hook/top of the filter and the filter struts against the wall of the ivc. Per retrieval report, "under real-time ultrasound guidance, the right internal jugular vein was accessed. Multiple spot images of the filter were performed. Cavography was then performed. The filter was then dissected free of the scar tissue along the wall of the ivc using advanced techniques including use of endobronchial forceps in the jaws of life technique. However, although the filter a was able to be mostly over sheathed when it was grasped with the endobronchial forceps, the forceps kept slipping off the top of the filter as there was an extensive amount of scar tissue anchoring the filter struts to the wall of the inferior vena cava. Therefore, a second advanced technique was employed by forming a sling using a reverse curve catheter and glidewire which was then snared back through the sheath. This glidewire was then used as a snare to remove the filter. The filter was removed intact. Post removal cavogram was performed. The sheath was then removed and hemostasis was gained by manual compression." "This procedure took specialized equipment, more than twice the amount of time usually required for filter removal, and required a very high level of technical expertise and skill due to scar tissue both at the hook/top of the filter and the extensive amount of scar tissue anchoring the filter in place surrounding the feet/struts."